Manufacturer narrative:
On february 15, 2022, the mentor analysis lab received the medical device for evaluation. An evaluation was completed on march 01, 2022. Visual analysis of the returned sample revealed that the breast implant had a tear within the crease/fold on the anterior view, measuring approximately 11.0 cm. In addition, an area of shell abrasion was identified within crease and tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the implant during implantation or other procedures and weakening such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral baker grade iii capsular contracture and bilateral rupturing of her breast prostheses. As a result, the patient underwent removal and replacement on (B)(6) 2022. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-01272 for the contralateral event.